Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years and 9 months following a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, it was noted that the valve was failing. The failure mode and planned date for intervention are unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability for this event. Per additional information received by the valve clinic coordinator, no intervention was performed to treat the sapien 3 ultra (s3u) valve. The patient was treated with warfarin. The use of the edwards s3ur valve did not cause or contribute to a patient injury. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the s3u; therefore, this event is no longer considered to be an FDA reportable event.